Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional information added to a.4,corrected b.1, corrected h.6 health effect clinical code, additional codes added to h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions. Additionally, endocarditis of the mitral valve was previously reported. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case, investigation results suggest late endocarditis of the mitral caused or contributed to the valve explant. Based on this finding, the event of endocarditis is no longer considered to be FDA reportable, and the h.6 health effect clinical code "endocarditis" has been removed. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of calcification of the sapien 3 valve was confirmed from medical records received. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in the patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported events for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary written by edwards lifesciences, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. Review of medical record revealed that the patient has a medical history of end-stage renal disease, hyperlipidemia and diabetes mellitus type ii, which are well-known risk factors for leaflet calcification. As such, available information suggests that patient factors (renal disease, hyperlipidemia and diabetes) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Corrections to section h6 clinical and device code. Per medical records review, approximately 3 years and 3 months post tavr the patient presented to the hospital with complaints of abdominal pain and bright red blood in stool of a month duration secondary to hemorrhoids. A tte performed reported a tavr valve in aortic position with peak velocity of 476.3cm/s, with peak velocity of 4.1 m/s, mean gradient of 54 mmhg, aortic valve area of 0.88 cm2 and trivial central regurgitation and evidence suggests significant prosthetic aortic valve stenosis. Tee reported evidence suggest significant prosthetic aortic valve stenosis with a large prosthetic aortic valve vegetation. The patient also was found to have a large 1.5 pedunculated mass on the mitral valve attached to the a2 leaflet. Blood cultures were positive for gram-positive bacilli. The patient was started on antibiotics for the late endocarditis. CT abdomen showed splenic infarct and superior mesenteric artery thrombus. The patient was also found to have acute-subacute right hemispheric strokes, the symptoms resolved. The patient underwent a concomitant aortic valve replacement and mitral valve replacement procedures. Per the explant op report, the tavr valve was seated in place, it had a significant degree of calcification and on the underside of the valve there was significant tissue buildup and vegetation. Investigation is ongoing.

Event description:
As reported by the edwards lifesciences implant patient registry, a patient with a 9600tfx 29 mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 3 years and 8 months due to unknown reasons. No additional details were provided.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The instructions for use cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Device not returned to manufacturer.